Manufacturer narrative:
Received: one (1) used. List #055-d1000, tego¿ connector; lot #14071890. One (1) new. List #055-d1000, tego¿ connector; lot #14071890. A dome was noted. No additional damage or anomalies son the new sample was noted. No mating device was returned for evaluation. The new tego was tested as procedure and met the product specification. The new and used tego (with dome) were dissembled and not much present of adhesive on the used sample was observed. The probable cause for a dome is due to insufficient adhesive silicone applied during assembly. A device history lot review was performed and ncmr 27444 was found during the manufacturing however is not related with the condition reported by customer. Corrective actions are currently in process.

Event description:
Additional used devices were submitted for investigation. Among them, one device exhibited a domed seal. The date of use is unknown, and no further details regarding the device's usage or condition were provided.